Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. The customer stated that when the 1 and 2 buttons were pressed; they did not light up. There was no impact to customer's blood glucose levels. Troubleshooting with tandem customer technical support (cts) was performed. The customer has no back-up therapy, but will contact pharmacy. The customer declined follow up from cts.